Event description:
The physician reported "gastric prolapse" with surgical revision "to correct the position of the band" for a patient in the (B)(6) study. The device remains implanted.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage is surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."